Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube and cylinder, the nozzle, the jet tube, the connecting tube, and the adhesive on the bending section cover rubber. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer noted there were no deviations from the instruction manual in the reprocessing steps at the material residue point. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from up/down and right/left angulation control knobs and scope connector cover. However, the definitive root cause was unable to be determined. The whitish foreign material was possibly simethicone. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.